Event description:
It was reported that an unspecified number of bd syringe luer-lok¿ tips experienced device damage/deformation while still considered operable. Product defect was noted prior to use. The following information was provided by the initial reporter: we¿ve recently surfaced a product concern related to the 10ml syringe. At this time, we have identified the impacted lot number listed below. Hdvch pharmacy has pulled one specific lot number from their inventory after finding several of the 10ml syringes are cracked. O product: syringe 10ml luer loc tip (l# 750929) o product ref: 302995 o lot: 0104820

Manufacturer narrative:
Investigation: since no samples displaying the condition reported are available for examination, we were unable to fully investigate this incident. No root cause can be determined as no samples were received. Furthermore, a device history record review showed no rejected inspections or quality issues during the production of the provided lot number that could have contributed to the reported defect.

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. (B)(4).

Event description:
It was reported that an unspecified number of bd syringe luer-lok¿ tips experienced device damage/deformation while still considered operable. Product defect was noted prior to use. The following information was provided by the initial reporter: we¿ve recently surfaced a product concern related to the 10ml syringe. At this time, we have identified the impacted lot number listed below. Hdvch pharmacy has pulled one specific lot number from their inventory after finding several of the 10ml syringes are cracked. Product: syringe 10ml luer loc tip (l# 750929). Product ref: 302995. Lot: 0104820.